Manufacturer narrative:
Customer technical support (cts) has provided a replacement ssvt-1 centrifuge. The rotor was not returned for further investigation. Beckman coulter internal identifier is (B)(4).

Event description:
The customer noted the rotor broke and pieces of the rotor escaped from the ssvt-1 centrifuge while it was spinning. Customer indicated the screws came off of the hinge on the centrifuge lid and the lid opened completely. The shield was in place but did not contain the broken rotor pieces. No reports of harm or injury, no customer exposure, and no medical attention was received.